Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that " user found that the arterial line of the catheter had broken near the insertion hub." Additional information received states "the issue was identified too late, resulting in the patient experiencing blood loss that required the administration of one unit of blood." The patient was in critical condition prior to using the device. It was reported "the patient passed away due to their overall clinical condition, unrelated to the incident".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show the medial extension line with a hole in the connection adjacent to the juncture hub; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " user found that the arterial line of the catheter had broken near the insertion hub." Additional information received states "the issue was identified too late, resulting in the patient experiencing blood loss that required the administration of one unit of blood." The patient was in critical condition prior to using the device. It was reported "the patient passed away due to their overall clinical condition, unrelated to the incident".